Event description:
The customer reported an unspecified error message. The fse noted the system displayed a low power voltage error message and the system was unable to product fluoroscopic x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.